Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16dec2020.

Event description:
The bio-med reported to philip's remote service engineer (rse) the unit went vent inoperable during preventive maintenance (pm). There was no patient involvement. The bio-med reviewed diagnostic log and found a code consistent with power failure and maximum system resets exceeded logged. The rse advised to replace the power switch and if does not help to replace the power supply.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device repair and operational status with no response from the reporter and therefore cannot be determined. No product has been returned for investigation, nor were diagnostic codes/error codes provided to confirm the alleged event. No root cause can be confirmed at this time.